Event description:
It was reported that the ptca/stent procedure was to treat a fibrotic lesion in the distal circumflex, which had been pre-dilated with a balloon. The stent was placed, but during the deployment attempt, the balloon "seeded" forward, leaving the stent partially on the stent delivery system shaft, with only the distal portion deployed. Addtionally, a dissection occurred at the location where the balloon had moved distally. With much difficulty, the physician was finally able to pull the balloon back through the partially deployed stent. Three additional balloons were used to complete the stent deployment. Another stent was used to cover the dissection.